Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-5400-14 serial/batch number (B)(6) was received for investigation. The returned device was visually inspected, and damage to the slot was noted. Functional testing was performed by assembling an ar-5400-01 lot number: 022201, an ar-5400-02 lot number: 052118, and an ar-5400-04 lot number: 052118 and attempting to slide the ar-5400-14 glenoid targeter leg onto the ar-5400-01; the device would not fit into the ar-5400-01 as there was interference at the beginning of the side rails. Refer to ncr-26054. A supplier manufacturing issue is the cause of the reported failure.

Event description:
On 10/29/2024, it was reported by a sales representative via (B)(4) that an ar-5400-14 size 14 leg, glenoid targeter is worn out. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.